Event description:
Caller reported an alarm 2 followed by alarm 26 related to occlusion issues. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the cts provided several instructions, including disconnecting the tubing, adjusting the t:lock, and delivering boluses. Despite recurring occlusion alarms, the customer successfully completed a bolus and was advised to replace supplies as necessary and resume insulin. Follow-up by the cl ss team was attempted without success.